Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) occurrence. The customer's blood glucose was 300 mg/dl and delivered a manual injection. The customer was unsure of the cause of the bg level. During the call with tandem technical support, the customer stated having a high bg level (400 mg/dl). The customer delivered a correction bolus with the pump and bgs have lowered to 252 mg/dl. Tandem technical support performed a system check and determined that the pump functioned as intended. The customer indicated that would contact healthcare provider about recent high bg event.